Event description:
Noise was noted on the lead following hv therapy during induction testing. It was noted that the patient had an abandoned mdt lead that was reported to have been previously capped when the lead was implanted. Chest x-ray showed that the capped lead was next to and in the vicinity of the subject lead. The lead was explanted and returned to sjm for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the lead was normal. No anomalies were found that could cause or contribute to the reported noise.